Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 255-32784-275 on pcu8015 when he tried to connect pcu to system maintenance software program. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I instructed (B)(6) to plug in power cord on pcu before he initiated the communication with system maintenance software program. He did so and the issue was corrected. (B)(6) was able to perform pm on his pcu8015 successfully. (B)(4).